Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Explant date: lens remains implanted, therefore not explanted. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional complaint folder for this production order number: complaint of lead haptic not folded. Product deficiency not identified. The condition reported for additional complaint folder is not related to the complaint issue reported. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after correctly preparing the lens and implantation the cartridge tip was found to be frayed. There were no adverse consequences for the patient and no additional information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - returned to manufacturer? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: the pcb00 pre-loaded unit was not returned in its original packaging. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed in advanced position and in good condition. The pushrod was observed in its correct orientation and residues of viscoelastic material was observed on the cartridge. The cartridge tip was observed deformed and the lens was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted